Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the hospital prior to procedure. It was observed that the insertable cardiac monitor (icm) was unable to pair with the patient's remote application. Further information was requested but not received.